Manufacturer narrative:
(B)(4). The rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. The complaint rt268 circuit was not returned to f&p in (B)(6) for inspection. But further information about the reported event could be obtained from the hospital. The hospital indicated on a provided picture that also the circuit limbs were allegedly disconnecting from the swivel. Without the return of the complaint device we are unable to determine what may have caused the events reported by the customer. However, based on the provided information from the customer, previous investigations of similar complaints and our product knowledge, it is possible that the pressure line can disconnect when it is not fully inserted into the pressure line port and the circuit limbs can disconnect when it is setup under tension. All rt268 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt268 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." In addition, the user instructions that accompany the rt268 infant dual heated evaqua2 breathing inform the customer with a pictorial image how to correctly connect the pressure line to the pressure line port.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the swivel wye of a rt268 infant evaqua2 breathing circuit disconnected from the swivel elbow when it was pressed. It was also reported that the pressure line disconnects easily from the circuit. No patient consequence was reported.